Manufacturer narrative:
The reported event of the patient having difficulty performing a controller exchange was originally reported under manufacturer report number 2916596-2023-00227. Manufacturer's investigation conclusion: a direct correlation between the modular cable and the reported event of the patient having difficulty performing a controller exchange could not be conclusively established through this evaluation. The controller event log file associated with the patient's backup controller (hsc-113898) revealed that the driveline was not connected to the controller throughout the entirety of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further issues reported at this time. The relevant sections of the device history records for the modular cable, lot number 8428492, were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a red loud continuous alarm on the evening of (B)(6) 2023 while on their primary controller. The patient switched to their backup controller without calling the ventricular assist device(vad) team first. It seemed the patient had difficulty on the pump because it did not restart. The patient called after to troubleshoot and had paramedics come to the home to check if the connections were appropriate. There was no flow speed or numbers on the controller and per paramedics no audible mechanical vad tones heard with stethoscope. The decision was made to change the patient back to the original primary controller. The pump restarted, flows were stable but the patient still had a yellow wrench controller fault alarm. There was no external damage to any of the controllers or modular cable. The patient was stable with an internal normalized ratio of 1.48 subtherapeutic. The event log showed a controller internal fault alarm on (B)(6), 2023. It also showed a driveline disconnect from the original system controller on (B)(6), 2023 at 19:23:19. The driveline was reconnected to the same system controller, forty-five minutes later. Motor function was restored however a controller internal fault was still active. The controller internal fault remained active through the end of the log file which ended on (B)(6), 2023 at 0:25:05. The log file for the second controller indicated that the driveline was not engaged and the motor function was not started by the second system controller. Related manufacturer report numbers pump: 2916596-2023-00226. Primary controller: 2916596-2023-00225. Backup controller: 2916596-2023-00227.